Manufacturer narrative:
The investigation could not identify a product problem. The cause of the event could not be determined. Assays from different vendors can generate different values. This relates to the overall setups of the assays, the antibodies used and, differences in reference materials/methods, and differences in the standardization methodology used.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the elecsys tsh assay and elecsys ft3 iii on a cobas 8000 e 801 module. A second sample from the same patient also had discrepant results for ft3 and the elecsys ft4 iii assay when tested on the e 801 analyzer. Incorrect results from the samples were reported outside of the laboratory. This medwatch will apply to the tsh assay. Please refer to the medwatch with patient identifier (B)(6) for information related to the ft3 assay and refer to the medwatch with patient identifier (B)(6) for information related to the ft4 assay. The serial number of the customer's e 801 analyzer was requested, but not provided.